Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular lead dislodged and the patient experienced phrenic nerve stimulation. The physician explanted and replaced the lead. No additional information was reported.